Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained lead noise due to loss of capture was observed. Issue was resolved by reprogramming the device. Patient was in good condition with no adverse consequences.